Event description:
On postoperative day #20 after the norwood operation, the pt had a fever. Blood cultures were drawn and were positive for a coagulase-negative staphylococcus. The crp was elevated at that time to 5. Intravenous antibiotics were initiated and ran over the course of one week. His blood cultures wre negative. The next day, due to difficulties with aspiration and reflux, a gastrojejunostomy tube was placed to ensure adequate caloric intake and growth. The pt tolerated this well, but five days later, he experienced and episode of diarrhea, and a stool was sent and subsequently found to be positive for rotavirus. At this time, the pt also spiked a fever of 39.9. By three days after, the rotavirus screen was negative. He was discharged home on continuous gastrostomy tube feeds on postoperative day #39. The pt later had a bidirectional glenn operation in 2005, and specimens taken from the wound and the blood on the following month, grew staph aureus. The pt was treated with vancomycin, cefazolin, and a 6 week course of rifampin and nafcillin, and blood and wound cultures from two days later, and afterward were negative.